Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was observed inside the fluid path of a polyflux 210h before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. H10: the actual device and photo were received for evaluation. The visual inspection of the provided photo and the inspection by naked eye of the actual device observed a black lose particle between the cutting surface and the header cap . The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.